Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The reported product is not expected to be returned as reporter indicated they do "not have the product anymore." Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Adc received a social media complaint regarding an error message when scanning the adc freestyle libre sensor. The customer woke up on (B)(6) 2021 and as a result of not being able to monitor their blood glucose, the customer experienced shakiness and was not able to treat themselves. A family member proved juice, peanut butter, and candy for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Adc received a social media complaint regarding an error message when scanning the adc freestyle libre sensor. The customer woke up on (B)(6) 2021 and as a result of not being able to monitor their blood glucose, the customer experienced shakiness and was not able to treat themselves. A family member proved juice, peanut butter, and candy for treatment. There was no report of death or permanent injury associated with this event.